Manufacturer narrative:
Exact date of event is unknown; november 01, 2017 is the date the literature article was published. This report is for an unknown synthes synpor implant / unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: firriolo, j.m. Et al (2017), pediatric orbital floor fractures: clinical and radiological predictors of tissue entrapment and the effect of operative timing on ocular outcomes, the journal of craniofacial surgery, vol. 28 (8), pages 1966-1971 (USA). The aim of this retrospective study is to determine clinical and radiological predictors of tissue entrapment, to explore the outcomes of tissue entrapment and establish how these are influenced by the timing of surgical management. Between october 2007 to october 2015, a total of 152 patients (122 males and 30 females) with a mean age of 12.2±4.2 years were included in the study. Only 12 patients with tissue entrapment were treated with synpor polyethylene-titanium mesh (depuy synthes, west chester, pa) or a competitor¿s device. Patients with tissue entrapment underwent follow-up for a mean of 5.2 months. The following complications were reported as follows: 7 patients had postoperative diplopia, in which 3 experienced resolution of this symptoms. 3 patients had extraocular movement restriction. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).